Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00104, 3003742446-2011-00105 and 3003742446-2011-00106. A (B)(6) female from the (B)(4) study experienced restenosis approximately a year after implantation of three cypher stents. The patient's medical history consisted of hypertension, history of myocardial infarction, family history of coronary artery disease and current smoker. At study enrollment, the patient had an 80%, de novo, type c lesion in the mid left anterior descending artery. The lesion was 45mm in length and the vessel was 2.5mm in diameter. According to the IFU, this product is indicated for use in discrete lesions equal to or less than 30mm in length. The lesion was pre-dilated and three cypher stents were implanted. A 2.5 x 23mm cypher stent was implanted at 16atm in the mid left anterior descending artery, a 2.5 x 8mm cypher stent was implanted at 18atm overlapping the distal edge and finally a 3.0 x 18mm cypher stent was implanted at 16atm overlapping the proximal edge of the initial stent. Approximately twelve months post index procedure the patient reported stable angina. It was noted that there was in-stent restenosis in the previously implanted stents. The patient had a revascularization done. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors, vessel/lesion factors (long lesion) and procedural factors that may have contributed to this patient's restenotic event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
A firestar balloon 3.0 x 20mm was used during the index procedure. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00104, 3003742446-2011-00105 and 3003742446-2011-00106. Additional information will be submitted upon 30 days of receipt.

Event description:
Approximately twelve months post index procedure, the patient reported stable angina. It was noted that there was in-stent restenosis in the previously implanted stents. The patient had a revascularization done. The patient was enrolled in the (B)(4) study with an 80%, de novo, type c lesion in the mid left anterior descending artery. The lesion was 45mm in length and the vessel was 2.5mm in diameter. The lesion was pre-dilated and three cypher stents were implanted. A 2.5 x 23mm cypher stent was implanted at 16atm in the mid left anterior descending artery, a 2.5 x 8mm cypher stent was implanted at 18atm overlapping the distal edge and finally a 3.0 x 18mm cypher stent was implanted at 16atm overlapping the proximal edge of the initial stent.